Manufacturer narrative:
B1. Corrected adverse event and/or product problem, initial report: inadvertently did not select adverse and product problem. B2. Corrected outcomes attributed to adverse event, initial report: inadvertently did not select other serious.

Event description:
It was reported that patient was having high lead impedance and low output current upon interrogation. The patient was also having an increase in seizure activity. X-rays were performed with no anomalies noted. The x-rays have not been reviewed by manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a full revision. Impedance was within normal limits after generator and lead replacement. No product return attempts will be made, as listed facility is a no return facility.